Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found damage to the power switch of the automated leak tester and insufficient insufflation which would drop in pressure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the maintenance unit had a broken inlet. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely a broken power button caused the reported issue. However, a specific cause of the broken power button was not established at this time. Olympus will continue to monitor field performance for this device.